Event description:
The account alleged that the brake caster would not hold. No injury reported.

Manufacturer narrative:
The technician found the hex rod had backed out of the brake caster. The technician replaced the hex rod to resolve the issue.